Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer from the bed to the wheelchair, the left shoulder clip of the sling detached from the hanger bar when the patient was brought toward the wheelchair to be seated. The patient slid from the sling and struck the head on the floor. The patient was an elderly female and received hematoma on top of head left side as a consequence of the event. Then the patient was sent to hospital for CT scan of head and spine but came back negative.

Manufacturer narrative:
(B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the manufacturer's investigation. (B)(4).